Event description:
(B)(4). My wife has had it and had problems for over 2 years with this; finally got it taken out. She had trimmers, night sweats, miss periods, heavy periods for a month at a time. All kinds of bad side effects. You need to pull this off the market asap and we've contacted an attorney. This is a bad drug and it needs off the market asap.